Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that the patient experienced a permanent loss of connection and an adverse event. The patient reported that on (B)(6) 2017, the receiver displayed a loss of connection. Two days later, on (B)(6) 2017, the receiver was still displaying a loss of connection and the patient had a hyperglycemic event. The patient¿s sister called the paramedics and the patient was admitted to the hospital. At the time of the event, the patient had a blood glucose level of approximately 1300mg/dl and was diagnosed with diabetic ketoacidosis. Additionally, the patient also had pneumonia and a lung infection. The patient remained in the hospital for about three weeks. The patient indicated that due to the loss of connection and not being able to use the continuous glucose monitor (cgm) they became unable to keep a grip on their blood sugar. At the time of contact, the patient was doing okay. No additional event information was provided.